Event description:
Pt was revised due to poly wear 6 years post primary. Pt not particularly overweight or active. Surgeon requests co explain immense metal debris within the joints. No part numbers provided for tibial insert or tib tray.